Event description:
It was reported that the device lost power multiple times during a cardiac arrest patient event. The device was reported to lose power as the user attempted to provide defibrillation therapy. The patient was not resuscitated. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to service. A clinical specialist review of the event details and download attributed the cause for the reported issue to be use error. The device had a low battery condition and provided the low battery alarm upon power on. The condition remained during the event and there was no evidence suggesting that the user replaced the batteries.